Event description:
It was reported that the device was unable to perform defibrillation lead impedance measurements. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.